Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that loose screws were removed.

Manufacturer narrative:
Device material number nor lot number was identified therefore complaint rate, review of device history records and risk file was not possible. The root cause for the failure cannot be determined since neither material nor lot number were provided. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.